Manufacturer narrative:
Previous troubleshooting reported under MFR report number: 2916596-2021-00377. The investigation results will be provided in final report.

Event description:
It was reported that on (B)(6) 2020 the patient noted a yellow wrench alarm with an audible alarm as well on the controller. "Back up battery fault" alarm was noted on the screen. It was noted the patient's relative had seen vad coordinators replace the backup battery before in the clinic so patient's relative switched the 11v backup battery from patient's backup controller and placed it in the primary controller. No further alarms were noted. A replacement backup battery was requested. The patient had multiple yellow wrench backup battery faults despite exchanging the 11v back up battery and also exchanging the controller. The controller was replaced with a new controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There was no log file submitted for review. The hm3 system controller, serial (B)(6) , was not returned for analysis. Per provided information, the exchanging the backup battery and then the controller did not resolve the issue. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 28feb18. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The log file spanned approximately 3 days (B)(6) 2021 per the timestamp). The reported backup battery fault was not in the log file and may have been overwritten by newer events. No notable alarm was observed. The hm3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller was connected to a mock circulatory loop for an extended period of time without any issue. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 28feb18. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the controller was not changed on (B)(6) 2020. The 11v back up battery was taken from her extra controller and placed into her primary controller due to multiple yellow wrench back up battery alarms. The patient lived quite a distance from the clinic so the next appointment was not until (B)(6) 2021 where the controller was exchanged.